Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is unknown. The patient's weight was unable to be obtained. The investigation results will be provided in the final report.

Event description:
It was reported the patient received a replace generator soon message. A software update was performed and was unable to clear the message. Over time, the patient received an end of service message. As a result, the patient plans to undergo surgical intervention.

Event description:
Additional information received revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.